Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have a severely bent grip with severe misalignment of the grip-tips causing issue reported by the customer. There was a broken piece of the grip resulting from the grip bending that was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of the force bipolar instrument were twisted and would not align. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of a surgical procedure. There was no report of fragments falling from the device used by a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.